Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight is unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient was experiencing pain at the implant site. The patient presented for examination and the infection with inflammation was found. The implant was removed for anti-inflammatory treatment.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Product evaluation: similar complaints for implant infection have been previously investigated. Refer to the previously provided summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review: DHR review was completed for the subject lot number: (63780334). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: sterilization record (st3304) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot numbers: (63780334) for similar events (complaint category keyword: medical: infection) and 1 other complaint was identified under (B)(4). As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. Sections updated: b4: date of this report. D9: device availability and product return date. G3: date pce/investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: additional adverse event problem codes added. H10: manufacturer's narrative.

Manufacturer narrative:
Supplemental correction created to update the expiration and manufacturing dates previously reported under MDR # 0002023141-2021-02554.

Event description:
There is no update to the original complaint description provided.